Event description:
Customer replaced the batteries on the meter and now when they open the meter, it displays "rr e53". A review of the system was conducted over the phone. The review indicated that the meter was missing segments in the 100s position. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.